Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The serial number was identified as (B)(4). The manufacture date of the lead was not able to be determined. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Further inspection showed cuts in the insulation which occurred most likely during the surgery. The observed severe deformations of the outer conductor coil in the region of the ligature resulted most likely from a tight suture. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was returned without documentation from boston scientific. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.